Manufacturer narrative:
Efforts to obtain additional information from the site have been unsuccessful and offers for a bayer service check of the injector and applications assistance have been unanswered. An FDA inquiry has also been received for this event. The FDA representative handling the inquiry has been made aware of the lack of information and is currently making an attempt to gather information from the site. A follow up report will be submitted if any further information becomes available.

Event description:
A medwatch received from the FDA reported the following: an (B)(6) male was undergoing a repeat coronary angiography for stent occlusion while connected to the avanta fluid management system (sn unknown, information on the medwatch was not a bayer sn). A new stent was placed, images were taken and the cardiologist was ready to dilate the stent. The cv tech noticed that the black rubber plunger inside the avanta syringe was off center and/or disconnected. A second cv tech replaced the first syringe with a new syringe. The injector was connected to the tubing during this time, but was not turned on. The patient's arterial pressures were monitored through the connection on the tubing and no dampening or dissection was noted. During the exchange of the syringes, the cardiologist directed a 3.5 x 20 balloon across the stent, and inflated it to 25 atmospheres of pressure. Abruptly there was a loud sound followed by a high pitched flow. Air was seen in the contrast tubing coming from the avanta. The patient began experiencing st segment changes with decreased blood pressure. Resuscitation efforts were started and were successful. A heart pump was placed for support and the patient was transferred to the ICU. The site removed the avanta unit from service.

Manufacturer narrative:
Based on the responses to the questionnaire, the site reported that the bayer medrad disposables that were involved were saved; however, they are being maintained by the site pursuant to a litigation hold letter and will not be returned unless ordered by a court. The offer of additional applications training was declined since the injector is no longer in use at the facility.

Event description:
Additional information was received from the site on (B)(6) 2017 in the form of a completed questionnaire. It was disclosed that the catheter was located in the right femoral artery, a spat was setup by the lead technician, no additional tubing (spat) was added and no problems were experienced during setup. A transducer was used, which was setup off-table and flushed by the lead cv technician, with no blood coming back into the transducer nor any setup issues with the transducer. The site indicated that the patient died on (B)(6) 2017. The cause of death was not disclosed.